Manufacturer narrative:
Product eval: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: in the opinion of the surgeon, the iol did not contribute to the event with the potential cause unk. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional info was requested on 05/04/2011 by fax, mail and phone. Additional info was received on 05/05/2011 by fax. A completed questionaire has not been received. (B)(4).

Event description:
A surgeon reported having a pt with a refractive surprise following intraocular lens (iol) implant surgery. In the surgeon's opinion, the device did not cause/contribute to the event. Potential causes for the event are unk. Additional info has been requested.